Manufacturer narrative:
Based on the investigation, the device was not returned for analysis and there were no ncprs associated with the product return for this specific complaint. This investigation is considered as a no product return. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or sustained; therefore, no escalation to ncep, cpa, or scar is required.

Event description:
It was reported that the patient under went a revision procedure due to the cylinder strength being too weak with an inflatable penile prosthesis (ipp). The ipp remains implanted and active and saline was added to the reservoir. The patient was stable following the procedure.